Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that she can charge her implant without any issues, but it displays the percentage of her stimulator battery and then it say my therapy off. Patient said she has never been able to locate the stimulator with the communicator with handset. The first time it occurred was about a week ago. Agent did not ask about the circumstances that led to the reported issue. Made sure she had no electrical magnetic interference. Confirmed the communicator was not plugged into the recharging cord. Patient said she can't feel the stimulator but can feel the scar and the doctor said the stimulator is to the right of the incision. Patient was able to connect to stimulator and it said por. Patient then was able to turn therapy from off to on. Patient was able to successfully able to turn therapy back on. Told patient if it is too strong to turn the stimulation down to wh ere it is comfortable.